Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. For clarification, the instrument was found with a broken curved blade. Broken piece, approximately 0.55" x 0.10" was not returned and material was missing. Any inadvertent contact with staples, clips, or other instruments while the device was activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument blade broke and failed to engage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the procedure was completed with a backup instrument and caused a delay of 10-15 minutes.